Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2021 (box change) and was checked one week later but it was found in standby mode. Initialization was performed without issue. The doctor interviewed the patient who was living the same life as usual.